Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultralink meter was giving the reading of 'hi mg/dl'. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2009 at 11:02 pm, the pt obtained the blood glucose reading of 'hi mg/dl' (greater than 600 mg/dl) on the reported meter. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. At 11:15 pm, the pt tested his blood glucose level using a second device, and obtained the result of 'high'. Following the use of the meter, the pt took 10.2 units novolog insulin. He did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate determined the pt's test strips were in good condition and the quality control testing failed. The meter, test strips and control solution were replaced. The pt did not suffer an adverse event due to the reported meter. The pt experienced no symptoms, and did not seek any medical attention. The results obtained on the reported meter correlated with the second meter's reading, and the treatment. However, due to the failing control solution test result, this complaint is being reported.